Event description:
Dealer is stating out of box failure. Dealer is stating that the unit is alarming with yellow light and smells when operating like burned electronics. No other information provided. Information was received by tbm maz.